Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was identified as black silicon and there was no physical damage where the foreign material was found. Foreign material remaining in the device was attributed to incorrect reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods gif-ez1500 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and evaluated. There were no additional device abnormalities found. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's water supply was weak during surgery and during use. After checking the power of air/water supply, it seems that there was no problem with the power of pressure, but the situation was that it is not applying to the lower half of the octagon image. The issue was found during surgery of an unknown procedure and was completed on the same device. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: black foreign matter was clogged inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.